Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1- patient alert for svc(hvx) lead impedance > 200 ohms on (B)(6) 2011. Weekly maximum high voltage measurement log data show abrupt spike increases for max hvb and max svc= 55 to 636 ohms range between (B)(6) 2009 and (B)(6) 2011. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) impedance - high resistance/impedance (B)(4) 1- patient alert for svc(hvx) lead z> 200 ohms on (B)(6) 2011. Weekly maximum high voltage measurement log data show abrupt spike increases for max hvb and max svc= 55 to 636 ohms range between (B)(6) 2009 and (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead's impedance trends show impedance spikes that parallel on both rv coil and svc (superior vena cava) coil impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.